Manufacturer narrative:
Initial 1 of 3 e1: establishment name: (B)(6) based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported issue with three catheters, that the patient experienced high blood glucose due to bent cannula on (B)(6) 2026 in use for two days and managed by replaced infusion set and resumed insulin deliveries successfully.